Manufacturer narrative:
Initial and final (B)(4) - device 2 of 4. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four times infection leading to abscesses on legs at infusion set insertion site. Patient was treated with antibiotics. Insertion site was legs and one side of stomach. The infusion set was in use for 1-3 days. No further information was available.